Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records was performed and no complaint related issues were found. The product evaluation revealed both instruments were badly damaged. After a visual inspection we are not able to determine the exact cause of this occurrence. As the stage of both instruments is bad, it can be assumed they have been used for several years, and normal wear and tear caused the malfunction. No product or material related condition was found.

Event description:
It was reported that the spiral blade inserter only passes approximately half way through the aiming arm and then gets stuck. Issue was found during set-up for a retrograde femoral nail procedure. Surgeon will attempt to place the blade with the obturator as no other insertion device is available. Procedure was completed, with no effect to patient. This report is on the spiral blade inserter. This is report 2 of 2 for this event.